Event description:
It was reported that the patient experienced a surgical procedure to revise a penile prosthesis device. The rear tip extender(rte) was changed from 1cm to 0.5cm. A patient outcome was not reported.